Manufacturer narrative:
The device was returned to olympus for inspection. The date of the event is unknown. Additional information will be provided if available. Based on the results of the investigation, a root cause could not be identified for the dirty objective lens. Based on the results of the investigation, it is likely the following led to the malfunction of the chipped adhesive: cause traced to failure of the adhesive. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the uretero-reno fiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that the bending section rubber adhesive was chipped and the objective lens was dirty. There was no patient involvement.